Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they recently had an MRI and had to turn therapy back on and they noticed when they turned therapy back on after it was off they did not feel a flutter or anything like they used to when they changed the settings. If they increased the amplitude to the highest amplitude, 8.5ma, they still did not feel stimulation sensation. They have not noticed any changes to therapeutic effect or symptoms getting any worse so they think it is still working. The patient was redirected to their healthcare provider to further address the issue. When asked for event date, the patient initially stated they do not know, but then specific the only time they turn therapy off if when they have an MRI which they had at the end of september and another at the end of october and both times noticed they did not feel stimulation when turning therapy back on. Additional information was received from the patient. The patient mentioned their previous implanted device was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they recently had an MRI and had to turn therapy back on and they noticed when they turned therapy back on after it was off they did not feel a flutter or anything like they used to when they changed the settings. If they increased the amplitude to the highest amplitude, 8.5ma, they still did not feel stimulation sensation. Patient mentioned they had cancer and had chemotherapy and radiation which damages your nerves significantly so they wondered if that was part of it too. They have not noticed any changes to therapeutic effect or symptoms getting any worse so they think it is still working. The patient was redirected to their healthcare provider to further address the issue. When asked for event date, the patient initially stated they do not know, but then specific the only time they turn therapy off if when they have an MRI which they had at the end of september and another at the end of october and both times noticed they did not feel stimulation when turning therapy back on.